Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent an operation where a magnet was used. A post operative device check was performed. It was noted that left ventricular (lv) lead thresholds and pacing impedances were high. Pacing impedances had been elevated since implant. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Subsequently, the patient was seen for a procedure where the device was explanted. There were no additional adverse patient effects reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.